Event description:
The electrode tip was curved. It was explanted. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4). The lead was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.